Manufacturer narrative:
The replaced front bezel was received for failure investigation (fi) but no fi is required. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures.

Manufacturer narrative:
B4:06aug2021. The service engineer (se) inspected the device and found the touchscreen was responding. The se replaced the front bezel to address the reported issue. The unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
There was no patient involvement.

Event description:
It was reported that the ventilator's settings were jumping around when being changed via the navigation ring. There was no patient involvement.